Manufacturer narrative:
The technician found a bent pin on the sidecom cable. The technician straightened the bend pin on the sidecom cable to resolve the issue.

Event description:
The account alleged the nurse call was not functioning. No patient impact.